Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg replacement (related manufacturer reference number: 3006705815-2024-05356) system diagnostics recorded high impedances but not out of range on the right lead. Patient also stated coverage was too high in the occipital area where the headaches are located. Surgical intervention took place where the leads was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.